Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek®2 gn test kit (reference 21341). The customer reported the expected result was klebsiella pneumoniae, but initial testing on vitek® ms result gave a result of raoultella ornitholytica and initial testing with vitek®2 gave the result of raoultella planticola. Repeat vitek 2 testing gave the same result. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) reported a misidentification of a klebsiella pneumoniae quality control strain as raoultella planticola in association with the vitek®2 gn test kit (reference 21341). Initial testing on vitek® ms was raoultella ornitholytica, and raoultella planticola twice with the vitek 2. An internal biomérieux investigation was performed. The customer's strain was received for the vitek ms investigation. During this investigation is was determined there was no misidentification of this strain when tested with vitek 2 gn cards. A 16 s sequencing of the customer's strain was performed, and resulted in an 100% identification of raoultella planticola. The expected identification is raoultella planticola and not klebsiella pneumoniae. Vitek 2 gn lot # 2410162103 met final qc release criteria. This lot passed qc performance testing. The vitek 2 gn card investigation determined the cards performed as expected. The vitek ms investigation concluded the expected identification is raoultella planticola and not klebsiella pneumoniae as reported by the customer. The correct identification was obtained during testing. The correct identification was also obtained internally on four (4) spots out of five (5). One identification to raoultella ornithinolitica was also obtained which might be explained by the fact that raoultella ornithinolitica and raoultella planticola are close species. On the sequencing report, raoultella ornithinolitica is the second choice proposed with 99.68% identities. For the vitek ms there was a knowledge base limitation regarding the identifications of r. Ornithinolitica and r. Planticola.